Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -8.00 diopter was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a same model;size lens but different diopter due to patient dissatisfaction due to under correction. The replacement lens resolved the problem.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- health effect- clinical code: 4581- under correction. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: lens returned in a microcentrifuge vial; dry with debris on product. Visual inspection found no visible damage to lens. Debris throughout the lens and clear residue in optic. Claim#: (B)(4).